Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent capture was noted during implant. The device was replaced. The patient's condition is fine after the event.